Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo capsule failed to transmit after successfully calibrating. Customer powered the unit off. The bravo capsule would still not transmit. Customer confirmed a repeat procedure was performed.